Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no capture and was unable to pace. The patient's underlying rhythm was fifty beats per minute. The outputs were increased. Reprogramming the outputs caused the battery to progress to the depleted status. The ipg remains in use. No further patient complications have been reported as a result of this event.